Manufacturer narrative:
The reported issue of the device taking longer to infuse a programmed unspecified medication could not be confirmed; no product or device logs were returned for investigation. The root cause of the customer report of the device taking longer to infuse a programmed unspecified medication was not determined since no product was returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of the device taking longer to infuse a programmed unspecified medication. Based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported that the device took longer to infuse a programmed unspecified medication. No adverse consequences to the patient were reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device took longer to infuse a programmed unspecified medication. No adverse consequences to the patient were reported.